Event description:
Per the clinic, the patient experienced feedback with device use. The abutment was exchanged for a longer model and the feedback was reduced somewhat, but persisted. The patient underwent revision surgery on (B)(6) 2012, to excise an overgrowth of skin tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.